Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a lap gastric bypass, involving the stomach, the needle from the suture loading unit dislodged while in patient. The needle from reload fell into the patient cavity but it was retrieved. To correct the condition another device was opened.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.